Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Correction to h6 (adding medical device code 1071-thermal decomposition of device, adding investigation conclusions 4315-cause not established). New information added to the following fields: h7 and h9. The device was evaluated where an additional reportable malfunction was noted that the plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). Labeling: this issue is addressed in the instructions for use (IFU): the suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in IFU. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found corrosion inside of the electrical connector. Additional findings include the following: the charged coupled device unit cover lens glue was cracked, the plastic distal end cover was burned, the bending section adhesive was separated, and the connecting tube had a snag / scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope image in the tower and monitor on the wall turned off, but remained on the computer. The no image occurred at moments of the supply of argon from the erbe diathermy with a probe dedicated to the bronchoscope (only at moments of argon supply, when pressing the pedal). The issue was found during a therapeutic bronchoscopy, the procedure was completed with the same device, the procedure was extended but the time delay was not specified. There were no reports of patient harm.